Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple patient samples for various assays. Most of the results were stopped by their middleware, but the erroneous results for three patient samples were reported outside the laboratory. Of these three samples, only the result for one patient sample was discrepant. The initial ldh result was 800 u/l and the repeat result was 1100 u/l. The repeat result was believed to be correct. The customer did not know if any treatment took place based on the erroneous result and declined to provide any further information. The reagent lot number and expiration date were requested but were not provided. The field service representative found the naoh nozzle was overflowing because the vacuum nozzle was plugged with a gray substance. He cleaned the nozzle and ran diagnostic checks with no errors. The customer performed qc with all results within specifications. The customer confirmed the issue was resolved by the service visit.